Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked case near the display window corners and damaged battery cap coin slot noted during our visual inspection.

Event description:
The customer reported via phone call that she was unable to remove the insulin pump's battery cap. The customer also stated that paramedics were called and she was currently hospitalized due to high blood glucose levels. Customer stated that her blood glucose level at the time that paramedics were called was 600 mg/dl. The customer reported that she was in a state of diabetic ketoacidosis and was wearing the insulin pump at the time. Blood glucose level at the time of the call was 174 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.